Event description:
The surgeon observed there were two screws broken from an x-ray image taken during a patient follow up visit. A revision surgery was performed to address some patient discomfort at a different location than the reported screws. When the surgeon addressed the discomfort that the other locations, the broken screws were removed. Since the screws were broken, the entire screw could not be removed and part of the screw remained implanted. The partial screws removed from the patient were retained by the hospital. Patient outcome: there was no adverse event reported as a result of the revision surgery. The patient had increased strength and sensation.

Manufacturer narrative:
The package insert states; a possible adverse effect from the array spinal system is bending, fracture, loosening or migration of the implant. The package insert has a warning that states; these devices are not designed to withstand the unsupported stress of full weight bearing or load bearing, and cannot withstand activity levels and/or loads equal to those placed on normal healthy bone. If healing is delayed or does not occur, the implant could eventually break due to metal fatigue.